Manufacturer narrative:
Concomitant medical products: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 01-jul-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving compounded baclofen (500 mcg/ml, 476 mcg/day) via implanted infusion pump. It was reported the patient had a dye study completed on (B)(6) 2021 over concern for poor pump function. No leaks were identified and there was appropriate opacification of the thecal sac. No evidence for catheter damage was seen on the CT at that time. However, the patient's father indicated that the patient had difficulty with episodic tone increases, particularly as the device neared time for a refill. The drug concentration was attempted to be increased which resulted in withdrawal symptoms. The patient's father stated this has been an ongoing issue since the pump was replaced in 2020. The patterns were quite consistent from month to month. The patient was currently on 500 mcg/ml and 467 mcg/day. There was also concern the pump had too much drug when refill occurred. The pump and catheter were replaced on (B)(6) 2022. There was a small amount of free fluid around the pump, o therwise no unusual features to the device. The catheter appeared intact. Fluid was observed spontaneously flowing once the catheter was disconnected from the pump. The old pump was then reconnected and pressure tested the tubing with a forceful injection of withdrawn csf through the diagnostic port. There was no leakage from the catheter, except directly at the nipple to sutureless adaptor union, which did leak a drop of fluid during the most forceful aspect of the injection. The sutureless adaptor was replaced. The device was then programmed to bolus the catheter and internal pump tubing volume, calculated at 0.33 cc. This bolus was administered over about 20 minutes and then a complex infusion with 5 bolus doses with a total daily dose of 477 mcg/day was programmed to be delivered. The patient's status at time of report was recovered without sequela.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type catheter. H3: the pump was returned, and analysis found no anomalies. H3: the catheter was returned and analysis found tearing in the seal of the sc connector which meets leak criteria and damage to the transition tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.